Manufacturer narrative:
A photo was available in the file. The lens case was shown opened with the lid facing up, mylar visible and legible. The base of the lens case displayed one broken haptic outside the well area of the lens case. There is a slight reflection on the haptic. It cannot be determined if the reflection is indicative of viscoelastic placed on lens. The remainder of the lens was not present in the photo. The photo was magnified for a better view. The broken haptic included from distal haptic tip down into the haptic/optic junction. The account indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. Based on our observation of the attached photo, the haptic is broken. The root cause for the reported complaint may be related to a failure to follow the IFU (instructions for use). The viscoelastic indicated is not qualified for the lens/company combination used. The IFU instructs that an alcon qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. It is difficult to make a determination of handling / damage without evaluation of the physical sample. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, reported with a description of when the iol was already in the capsular bag, the surgeon, while adjusting the haptic elements, discovered that one of the haptics had a tear in the area where it attaches to the optical part. The decision was made to leave the lens with one intact haptic in the patient's capsular bag. Next day the surgeon re-implanted the iol, replaced it with unspecified lens. There was no patient harm. Additional information has been received includes patient details.